Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three boxes of transfer sets had an unspecified number of luer lock connectors that were not in the center of the tubing. It was further reported that the transfer set came "undone" from the catheter. This was noticed during peritoneal dialysis before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.